Manufacturer narrative:
(B)(4). The patient experienced aseptic peritonitis due to peptidoglycan during the first exchange of the day not requiring hospitalization. The patient was asymptomatic and remedial medication was not required. On an unreported date, extraneal was permanently discontinued due to the peritonitis. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of suspected peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). It was not reported if extraneal therapy was ongoing. Treatment was not reported. The root cause of the suspected peritonitis was not reported. The outcome of this peritonitis event was not reported.